Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated b MFR.: the stent delivery system (sds) was returned for analysis. The hub was not returned for analysis so the batch number could not be verified. There were several stent struts bent, lifted and stretched. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were several kinks throughout the hypotube of the device. There was a hypotube separation 140cm proximal to the proximal balloon cone. The proximal end of the device was not returned. A visual and tactile examination found a kink 22mm from the distal port bond. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 02-jun-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 95% stenosed, de novo target lesion with a bend of between 45 and 90 degrees was located in the severely tortuous and severely calcified left circumflex (lcx) artery. A 2.50 x 16mm promus element (tm) drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.